Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that that atp and system board were replaced, but the issue persisted. The low-voltage differential signaling (lvds) cable was also replaced. An abnormal 2d image was noticed; it was reported that it looked like too much x-ray image. The representative confirmed that the dose was good. The command processor cables were inspected and it was noted that one of the pins of the lvds cable was wrong. The cable was reattached and the abnormal 2d image was gone. A system checkout was completed and the system was found to be fully functional. Software logs have been received for review. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that an initial timeout error occurred during inspection. When the error occurred, a detailed log was obtained by a long-press on the hand switch for more than 30 seconds. There was no patient present when this issue was observed.

Manufacturer narrative:
The lvds cable was returned to the manufacturer for analysis. Analysis found that the reported issue could be duplicated. The lvds cable was faulty. Analysis found that the reported event was related to an electrical issue. The atp board was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed, but the when the atp board was installed in a known good system, the system was unable to take 2d and 3d images. The system control board was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated. When installed in a known good system, the system booted, and motion, x-ray and communication readied. Motion and gain calibrations passed. The footswitch and handswitch acquired 2d and 3d images successfully. No problem was found. If information is provided in the future, a supplemental report will be issued.